Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between january 31, 2020 to february 01, 2020. H10: the device was received for evaluation. A visual inspection was done which observed incomplete seal only at the bottom right side edge of the shoulder port weld. A functional testing was performed which revealed a leak from the unsealed bottom right side edge of the bag at the shoulder port weld area. The reported condition was verified. The cause of the condition could not be determined.; however, the most probable cause was due to a variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the corner. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.